Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was intended to use an resolute integrity rx drug eluting stent. It was reported that the stent came off the deployment balloon upon insertion through the homeostatic valve upon entering the sheath.